Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation also found the water tightness is lost, and pressing the focus switch does not make the image sharper. A definitive root cause cannot be identified. A device history record review was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage. Result in more severe equipment damage.¿ was the device used in accordance with the IFU/label? There is no indication that this device was not used in accordance with the IFU/labeling. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device had shadow on the left side of the image. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device has not yet been returned by the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation has been completed or additional information has been received.